Event description:
Report received of the pump display failing to record the amount of solution that had infused. The homecare patient was receiving an unspecified dosage of morphine. The pump was programmed to deliver a weekly bag of 100ml at a continuous rate of 0.7ml/hr with an unspecified bolus dose. It was reported that a "continuous care nurse" called the customer on event date and reported that the patient was receiving their pain management therapy with adequate pain relief, but the pump display and history were not recording the amount being infused. The continuous care nurse reported that the pump delivered requested bolus doses, but did not register the doses on the pump display. The customer went to the patient's home approximately 12 hours later and replaced the pump. The pt was reported to be awake and alert with good pain control. Though requested, no further information was available.